Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 23jul2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the power management pcba and the motor controller pcba to address the reported problem. The part was returned to the manufacturer for investigation: the motor controller (mc) board was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the on/off button doesn't work any more. The device was in clinical use at the time the reported event was discovered; however, there was no harm to the patient or user.